Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies with device use subsequent to sustaining a hit on the head.the device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.